Event description:
A 3.5mm locking plate, implanted for a nonunion/delayed union of a left mid-shaft ulna fracture, along with allograft bone graft volar and dorsal, was noted as broken at the fracture on an x-ray. Nothing was noted on previous x-ray. Surgeon had no plans to remove the plate until the pt quits smoking (currently at more than one pack per day).

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.